Manufacturer narrative:
This report is submitted on 2 december 2020.

Manufacturer narrative:
This report is submitted on october 29, 2020.

Event description:
Per the clinic, it was reported there was a decline in electrode performance with the device. Subsequently, the device was explanted on on (B)(6) 2017, and the patient was reimplanted with another cochlear device.